Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2138-50, serial: (B)(4), batch: 103420.

Event description:
It was reported that the patients leads were in the wrong area. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted leads were not returned.